Manufacturer narrative:
The reporter's meter and was provided for investigation where it was tested using masterlot strips and retention controls. Testing results: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 6.7%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her mother's coaguchek xs meter serial number (B)(4) keeps turning off during testing. The reporter placed new (B)(6) batteries in the meter, but it still turns off during testing. A display check was performed and the display was working correctly. The reporter also stated the patient received discrepant results when using the meter. The reporter stated that at an unknown time and date, a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. A few minutes later, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. When checking the meter memory, the reporter found a result of 2.6 inr at 2:18 p.m. On (B)(6) 2020. The reporter believes this was actually the result that was in question. About 15 minutes after this 2.6 inr measurement, a sample from the patient was tested in the laboratory using an unknown method, resulting with the value of 1.8 inr. The patient's warfarin was adjusted based on the laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.